Manufacturer narrative:
(B)(4). The reported event of back up vvi was confirmed via review of the device image. The cause of the reset was two software reset within a short period of time. The device was tested on the bench and no anomalies were found. The root cause of the resets could not be determined.

Event description:
It was reported that the device had entered back up vvi mode. The device was replaced. The patient's condition was good.